Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and no delivery alarm. Blood glucose level at the time of the incident was 457 mg/dl. Customer stated they tried to fix the issue by changing infusion set and reservoir but the issue still persist. Customer stated insulin exits but there was greater than normal resistance when attempting plunger push. Auto mode feature use was unknown during the event. The pump will not be returned for analysis.